Event description:
It was reported that this implantable pacemaker was attempted to be implanted due to exhibiting undersensing on the right atrial channel. Additionally, it was noted that pacing inhibition on the right atrial channel was also observed. Tests were performed during the implant procedure in order to determine if the undersensing could be resolved, however, they were unsuccessful. It was decided to implant another device instead. This device is expected to be returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this implantable pacemaker was attempted to be implanted due to exhibiting undersensing on the right atrial channel. Additionally, it was noted that pacing inhibition on the right atrial channel was also observed. Tests were performed during the implant procedure in order to determine if the undersensing could be resolved, however, they were unsuccessful. It was decided to implant another device instead. This device is expected to be returned for analysis. No adverse patient effects were reported.